Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display the shearing of the instrument's distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, during explant surgery, when the surgeon was trying to remove one of the set screws connecting the lateral connector to the rod, the tip of the obturator sheared off. The set screw did not unscrew and metal cutting burs were used to cut the construct to remove the iliac screws. No fragments were remained inside the patient. There was no malfunction in the concatenated products other than the set screw being cold welded to the connector which is why the top of the obturator broke when trying to remove it.

Manufacturer narrative:
Visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.